Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter overheated and it caused damage to the battery compartment. There is an indent melted in in the compartment. They also stated that for one of the negative contacts, its on the right side of the unit if your looking at the back of the transmitter. This one is burned and the plastic around it is melted. The biomed stated they did not know if it was in patient use when the issue was discovered and was just handed the transmitter. Therefore patient information and additional concomitant device information is not available. No harm reported.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter overheated and it caused damage to the battery compartment. There is an indent melted in in the compartment. They also stated that for one of the negative contacts, its on the right side of the unit if your looking at the back of the transmitter. This one is burned and the plastic around it is melted. The biomed stated they did not know if it was in patient use when the issue was discovered and was just handed the transmitter. Therefore patient information and additional concomitant device information is not available. No harm reported.